Manufacturer narrative:
Product event summary: the connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant.

Event description:
It was reported that the connector pin of the lead was bent during the implant attempt. The lead was removed and a new lead implanted instead. No patient complications have been reported as a result of this event.